Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported optical problem and subsequent delay remains unknown.

Event description:
Related manufacturing ref: 3008452825-2023-00177, 3008452825-2023-00178, 3008452825-2023-00179, 2184149-2023-00090. During a pulmonary vein isolation procedure, it was not possible to get contact force on the ensite x system which resulted in a delay of procedure. The tactisys showed a red light on the power light. Four different catheters were attempted to be used during the procedure, as well as 3 different tactisys quartz systems none of which resolved the issue. The procedure was completed using no contact force with no consequences to the patient. Following the procedure, three of the catheters were tested in a wet lab with the 3 systems used during the procedure. Of the 3 catheters tested, only one had contact force data. Of the 3 tactisys quartz systems tested, all 3 connected to the ensite x system, but only 1 displayed contact force data.